Event description:
It was reported that the customer's pump screen was frozen and unresponsive to touch input. A specific blood glucose value was not provided, but the reading displayed "high." The customer addressed the elevated blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support provided information on resetting the pump, and following the reset, the customer was able to interact with the pump screen normally. The issue was resolved after the reset.